Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that instrument did not work and there was no cautery. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked probe. The file was concluded to be a misuse of the product. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The information for use for this product states: avoid using the ultra shears* device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap living donor nephrectomy, while in the patient, the device could not seal the tissue properly. The device did not cauterize tissue properly. The operating time was not extended. There was no additional tissue resection. There was no tissue damage. There was no unanticipated bleeding. The device was no recognized by the generator. The device was activated.